Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, hypertension was observed. Medication was administered and a cardiac stress test on a later date was normal. The patients hospitalization stay was extended. The case was completed with cryo. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient's hypertension was a baseline diagnosis and was not due to the cryo procedure.